Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the following fields: d4 lot number, h4, h11. Based on the results of the investigation, the customer allegation was confirmed; the break occurred at the boundary between the metal of the forceps port connection and the plastic of the control section. The fracture surface had a shape that was caused by a lateral load being applied to the handle. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling.

Event description:
No additional information received from the customer.

Event description:
It was reported during a therapeutic endoscopic ultrasound fine needle aspiration procedure, the root part that locks the scope damaged and broke off. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.